Event description:
It was reported that, the patient with the pacemaker system exhibited a syncopal episode. Upon review, it was found loss of capture (loc) on this right ventricular (rv) lead. Subsequently, this rv lead was surgically abandoned and replaced due to loc, pacing inhibition, impedances issues and high pacing thresholds. No additional adverse patient effects were reported.